Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 10 patients in the group (creatinine clearance (crcl) level at baseline more than 80 ml/min) underwent radiofrequency ablation for atrial fibrillation and suffered major bleeding. Title: ¿renal function and risk of stroke and bleeding in patients undergoing catheter ablation for atrial fibrillation: comparison between uninterrupted direct oral anticoagulants and warfarin administration.¿ the purpose of this study was to evaluate the safety and efficacy of periprocedural uninterrupted direct oral anticoagulant (doac) use compared with those of uninterrupted warfarin use in patients undergoing catheter ablation for af stratified by various renal function groups. Two-thousand ninety-one (2091) patients were enrolled in this study. The study was conducted from january 9, 2008 to march 31, 2017. An open-irrigated ablation catheter was used in this study, however catalog and lot number were unknown. Navistar thermocool catheter was chosen for documentation purpose.